Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the tacks were able to fire, penetrate and hold onto tissue correctly, however, some of the tacks disengaged into the cavity of the patient but were retrieved. Another tacker was used to complete the case. There was no patient injury.